Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: pictures depicting the needle pierced through the needle catheter were provided. We have had this problem twice.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: pictures depicting the needle pierced through the needle catheter were provided. We have had this problem twice.

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, the team observed the needle pierced through the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product. From the returned photo, blood was observed on the catheter. This indicates that the product was used and had successfully penetrated to the vein. Therefore, the probable root cause for the reported defect could be due to the user having partially withdrawing the needle from the catheter and reinserting the needle into the catheter, the needle then pierced through the catheter and damaged the catheter. H3 other text : see h.10.